Manufacturer narrative:
The insulin pump was received with the operating currents within specifications. The insulin pump passed the self-test, unexpected restart error test, rewind, basic occlusion test and occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08695 inches. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that she was having issues with high blood glucose after her insulin pump was dropped. The customer was also hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose level during the hospitalization was 277 mg/dl. After the customer was given an intravenous therapy during the hospitalization her blood glucose went down but then went back up again. The customer was wearing the insulin pump during the hospitalization. The customer's latest blood glucose level was 310 mg/dl. The customer was currently treating her high blood glucose with the insulin pump. The customer reports that there is no physical damage on the insulin pump. The insulin pump passed the self-test and the displacement test. The device has been returned for analysis.